Event description:
Device did not work initially as expected, staff unplugged and replugged device and it worked but did not completely seal the tissue. Another device was opened, it worked without difficulty. The case was completed successfully.